Event description:
Information received from the field does not address the patient's clinical status but notes >2000 ohms impedance in both bipolar and unipolar configurations, no ventricular pacing, and noise.